Event description:
It was reported that the user, new to the ilet system with a dexcom g7 continuous glucose monitor (cgm) and contact detach (cd) infusion set, missed a scheduled training. The user had been announcing meals as corrections, which prompted questions about cgm target settings. No reported symptoms. Outcomes included the need for education on best practices for meal announcements, responding to highs and lows, and consideration of cgm target review. Investigation included review of uploaded report logs via the portal and live troubleshooting with synchronization assistance, followed by escalation for advanced training. Investigation of this case revealed user technique issues with meal announcements rather than a device malfunction, with recent behavior showing improvement after discontinuing correction-style meal entries. It was concluded, based on previously established findings for similar reports, that the cause was user training and use error.